Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device failed to cardiovert the patient using these attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. Upon receipt, the pads were found open and in a used condition. They had been stored face-to-face without styrene protection for the electrodes. The electrode wire was also confirmed to be cut. Hair was seen on both electrodes, which could have attributed to the inability to shock based on coupling to the patient's skin. Review of the DHR showed no discrepancies found related to the electrodes' ability to deliver energy; all electrical testing for the lot passed. There was no device log provided for review. No trend is associated with reports of this type.